Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, weight within specification, flat creases. A microscopic analysis was performed which identified; a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The status of the device is unknown.